Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the family member went to check the patient¿s implantable neurostimulator (ins) and was unable to connect with the programmer. The reporter wondered if it might have turned off when walking through a metal detector. A synchronize warning screen was seen on the programmer and when they pressed the ¿sync¿ key the screen went blank. It was noted that they had tried changing the batteries in the unit. Troubleshooting could not be performed at the time of the report since the reporter was not with the patient. Additional information received on april 17, 2017 reported that the ¿sync¿ screen was seen when they pressed the sync button. It was reported that the sync button was not working. When the ¿on¿ button was pressed the ¿splash¿ screen was seen. It was verified that the batteries in the programmer were changed last week to (B)(6) brand. No patient symptoms or injury was reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.